Manufacturer narrative:
(B)(4). Additional information: upon follow up it was reported physioneal 1.36% therapy was discontinued, (as the patient was transferred to hemodialysis, previously reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis patient experienced peritonitis. The event was manifested by abdominal pain, vomiting, and cloudy effluent. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and durations not reported) for peritonitis. On an unreported date, a hemodialysis catheter was placed and the patient was switched to hemodialysis. At the time of this report, the patient had recovered from the peritonitis event; however, remained in the hospital due to an unreported medical condition. No additional information is available.